Event description:
The rptr stated that she had obtained two er1 messages on her surestep meter approx 4-6 months ago. In comparing the test strip to the color vial, she found the result to be the highest color on the chart. She did not seek medical treatment at that time. Approx 2 months ago, she experienced the er1 message and, upon retesting, a hi message. She contacted her physician and was advised to increase her insulin dosage. A lab test perfromed the following day was in the "300's". The rptr also noted that on both occasions, she was on steroid therapy which she states typically increases her blood glucose levels.